Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated field.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a procedure for the treatment of stress urinary incontinence on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced intermittent urinary retention. The event resolved without treatment on an unknown date. Additional information received on august 14, 2015: the event of intermittent urinary retention resolved on (B)(6) 2015 without treatment. Additional information received on april 03, 2017: the patient was prescribed uribel on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a procedure for the treatment of stress urinary incontinence on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on(B)(6) 2015, the patient experienced intermittent urinary retention. The event resolved without treatment on an unknown date. Additional information received on august 14, 2015. The event of intermittent urinary retention resolved on (B)(6) 2015 without treatment.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a procedure for the treatment of stress urinary incontinence on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced intermittent urinary retention. The event resolved without treatment on an unknown date.